Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed and then the display went blank. The battery cap contacts, compartment and spring were not damaged or corroded. The battery cap contacts were cleaned and a new battery inserted and the display did not return. The insulin pump was rested for two hours but the display still did not return. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller also, unable to perform all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to blank flashing white light on the display. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.